Event description:
Six months after implantation of the plates and screws, two screws broke. No one warned rptr of the dangers or that the devices were not approved by FDA. Rptr has not worked since 12/10/90 and had to have surgery to remove "what they could." In addition, the devices had rusted.